Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced burred vision at all distances. On post operative follow up, the physician said, the patient still has some cataract left over in his eye. The patient also was told that the lens has shifted. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).